Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral interventional procedure. Reportedly, when the thread [suture] was stretched it was loose passed the tab and was replaced with another proglide device. The second proglide device was used to achieve hemostasis. There was no separation or breakage of the proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. The reported suture malposition was observed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported guide detachment appears to be related to downward force or torsional manipulation applied during use of the device. It is possible that excessive force during plunger retraction contributed to the observed link detachment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information was received: the return device analysis revealed a guide separation. Follow up with account confirmed that the guide separation occurred during the procedure; however, there was no intervention reported. No additional information was provided.